Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were rolled inside the delivery device. The seal was cracked and had started to unravel. The green slide lock and the white plunger were not depressed on the delivery device. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal unraveled and cracked" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the shell of the heartstring iii proximal seal was broken. It unravelled and cracked. A replacement unit was used to complete the procedure. There were no pt effects. The product was returned.